Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd needle¿ 20ga 1-1/2in two incidences occurred of needles with a too short cannula which doesn't have needle point. The needle has not been sharpened. Total length of the needle is 22.6 mm; the protruding part at the needle is 16mm long, however it should be 40mm. When it comes to the needle point" it can be noticed that the breakage in the middle was not the case (no crack marks).

Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Provided picture confirm the defect: needle without cannula point. We have been provided with affected sample. Visual inspection under microscope show no cannula inverted took place and cannula is shorter than expected. Based on above results, complaint is confirmed: needle without cannula point formed and shorter. Short cannula without point is due to short cut cannula (tube) during auto cutter setup and parts out of specification might have not been removed from the tubes, at cannula supplier site.

Event description:
It was reported that bd needle¿ 20ga 1-1/2in two incidences occurred of needles with a too short cannula which doesn't have needle point. The needle has not been sharpened. Total length of the needle is 22.6 mm; the protruding part at the needle is 16mm long, however it should be 40mm. When it comes to the needle point" it can be noticed that the breakage in the middle was not the case (no crack marks).